Event description:
It was reported that prior to photoselective vaporization of the prostate (pvp) procedure the fiber tip fell off. The fiber was exchanged and the procedure was completed utilizing a second fiber. No patient outcome information was provided.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that the fiber tip is attached to fiber. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that prior to photo selective vaporization of the prostate (pvp) procedure the fiber tip fell off. The fiber was exchanged and the procedure was completed utilizing a second fiber. No patient outcome information was provided.